Event description:
It was reported the patient had a spine surgery "years ago" and the catheter had "problems" and they could never get another catheter in so they "shut the pump down" and the patient started to use oral medication. It was stated the decision to turn the pump off was elective and not due to any alleged problems. It was noted the pump had not been active in "years" and it was filled with saline. It was further reported that there was no "catheter" complication. The patient had a spine fusion which resulted in the catheter being removed from the space. The pump had been filled with saline for years since. The family wanted the pump shutoff to avoid the need for further saline refills. The pump would be explanted the next time the patient had another elective surgery, or would be left in place if not. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter; product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer who indicated that "it malfunctioned." It was clarified that this meant that there was no proof, but it was thought that the catheter tubing malfunctioned. The patient experienced a baclofen overdose. It was known that the pump was working fine, but because the tubing was compromised, it [the pump] had to be turned off. Otherwise, it was thought that the patient was going to continue to go through being overdosed. Per the consumer, no one could determine what was happening, but the patient almost died so it was felt that the pump had to be turned off. It was noted that this event occurred in 2010.